Event description:
While grocery shopping waiting for the door to slide open the reporter took a step with the use of his safety cane sold by tekno products and fell. The plastic top of the cane sheared off. Today while using his new cane same model and brand broke the same way and he tripped. He was able to brace himself between two dressers to prevent from falling. "This may have product quality problem with two of the same type of canes breaking the same way."